Event description:
It was reported that externalized conductors were noted on the right ventricular lead. The lead was explanted and replaced without complication to the patient.

Manufacturer narrative:
Device evaluated by manufacturer.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.